Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter snapped or broke near the bifurcation. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation; therefore, no physical investigation could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, the complaint cannot be confirmed.

Event description:
It was reported that the catheter snapped or broke near the bifurcation. There was no patient injury.